Event description:
The customer reported that the trigger is bad. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. No delay in therapy reported nd no patient harm. The authorized service personnel (asp) confirmed the reported problem that the trigger is bad. Check the troubleshooting found that it may be a parameter setting problem. Reset the parameters and the patient trigger is maintained at about 45%. Basic performance check passed and the device returned to full functionality.